Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: november 21, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection reveal that the complaint handpiece was received with the plunger rod fully advanced to the body of the cartridge and with the lens taped to the handpiece. The lens was cleaned, and no issues could be identified. The lens module was inspected and no marks that would indicate that the plunger rod advanced incorrectly could be identified. There was viscoelastic residue distributed throughout the length of the cartridge, suggesting that an appropriate amount of ovd/bss was used. No issues that could cause or contribute to the complaint issue could be identified. The handpiece was disassembled and no issues that could cause or contribute to the complaint issue could be identified. Conclusion: therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the simplicity injector had a shooting error. The plunger was pushed in but the lens did not move forward. This resulted in the lens being damaged. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.